Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, post-sensed t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. The patient experienced a large variability in r-wave amplitudes. Programming changes were recommended. The lead was explanted and replaced without any complications. The patient left the procedure in stable condition.

Manufacturer narrative:
External optim insulation abrasion was noted at 20.9-21.2cm from the connector pin, consistent with lead friction to the device can. The silicone insulation was intact at this location.